Event description:
Health care facility reported that a neurology patient had a PICC line placed on february 27. On march 9, the health professional was notified that the femoral site had white material under the gel pad. The facility reported that a culture was done on the catheter tip and the results were negative. The facility reported that the skin culture results had < 15 colonies of e. Coli, but reported that the patient was having stooling issues when the samples were taken.

Manufacturer narrative:
Device not provided to manufacturer for evaluation. Lot code was unavailable. Complaint type will be monitored.